Event description:
It was further reported that four controllers were used during the vad restart attempts.

Manufacturer narrative:
A supplemental report is being submitted for additional event information. Additional products: d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2018 / serial or lot#: (B)(6) / UDI #: (B)(4) / h4: mfg date: 16-nov-2017 / d1: heartware ventricular assist system ¿ controller 2.0 / d4: model #: 1420 / catalog #: 1420 / expiration date: expiration date: 30-nov-2018 / serial or lot#: (B)(6) / UDI #: (B)(4) / d9: no / h3: no, device evaluation anticipated, but not yet begun / h4: mfg date: 16-nov-2017/ h5: no / h6: patient ime code(s): e0119 h6: imf code(s): f02 h6: img code(s): g04035 h6: FDA device code(s): a141204 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 / d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2021 / serial or lot#: (B)(6) / UDI #: (B)(4) / d9: no / h3: no, device evaluation anticipated, but not yet begun / h4: mfg date: 04-aug-2020 / h5: no / h6: patient ime code(s): e0119 h6: imf code(s): f02 h6: img code(s): g04035 h6: FDA device code(s): a141204 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 / d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2021 / serial or lot#: (B)(6) / UDI #: (B)(4) / d9: no / h3: no, device evaluation anticipated, but not yet begun / h4: mfg date: 31-jul-2020 / h5: no / h6: patient ime code(s): e0119 h6: imf code(s): f02 h6: img code(s): g04035 h6: FDA device code(s): a141204 h6: FDA results code(s): c21. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) and the four controllers ((B)(6)) were not returned for evaluation. Review of controller log files revealed that (B)(6) was the patient's primary controller, initially in use at the time of the event. Log file analysis associated with (B)(6) revealed a controller power up event on (B)(6) 2021 at 13:04:11. The data point prior to the loss of power revealed that (B)(6) was connected to power port one with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two with 84% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. The controller was without power for four minutes and three seconds. The five additional controller power up events were logged on (B)(6) 2021 at 13:05:02, 13:05:40, 13:06:17, 13:08:00, and 13:10:34. A vad stopped alarm was then recorded at 13:10:55 due to a failure of the pump to restart after multiple attempts. After the losses of power, safety alert word (saw) values were recorded on the one connected power source, indicating an overcurrent alert. It is likely that the overcurrent condition prevented the battery from providing power, resulting in losses of power to the controller. Several additional controller power up events, vad stopped alarms due to the failure of the pump to restart and a vad disconnect alarm, indicating a physical disconnection of the driveline from the controller, were logged between 13:11:24 and 13:19:44. Log file analysis associated with (B)(6) revealed a controller power up event on (B)(6) 2021 at 13:21:39. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2021, indicating that the power up event likely occurred during the reported controller exchange. There was eleven additional controller power up events that were logged on (B)(6) 2021 from 13:22:32 to 13:32:39. A vad stopped alarm was then recorded at 13:33:01 due to a failure of the pump to restart after multiple attempts. After the losses of power, safety alert word (saw) values were recorded on one of the connected power sources, indicating an overcurrent alert. It is likely that the overcurrent condition prevented the batteries from providing power, resulting in losses of power to the controller. Several additional controller power up events and vad stopped alarms due to the failure of the pump to restart were logged between 13:33:18 and 13:41:48. Log file analysis associated with (B)(6) revealed a controller power up event on (B)(6) 2021 at 13:11:14, followed by initial set up of the controller. Of note, a set date/time event was logged to update the date/time to (B)(6) 2021, 14:15:35. There were ten additional controller power up events were logged from 14:17:58 to 14:24:50. A vad stopped alarm was then recorded at 14:25:09 due to a failure of the pump to restart after multiple attempts. After the losses of power, a safety alert word (saw) value was recorded on one of the connected power sources, indicating an overcurrent alert. It is likely that the overcurrent condition prevented the batteries from providing power, resulting in losses of power to the controller. Several additional controller power up events and vad stopped alarms due to the failure of the pump to restart were logged between 14:26:25 and 14:32:36. Log file analysis associated with (B)(6) was not performed since log files were not available for analysis. As a result, the reported event was confirmed. Possible causes of the initial loss of power event associated with (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00544941 is investigating controller losses of power due to battery discharge overcurrent condition during pump start attempts. Based on the available information, the most likely root cause of the remaining controller power-up events can be attributed to troubleshooting of the controllers during the reported controller exchanges. The most likely root cause of the vad disconnect alarm can be attributed to the physical disconnection of the driveline from the controller, likely during the reported controller exchanges and troubleshooting. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after multiple attempts. (B)(6) is part of fca cvg-21-q3-21. CAPA pr00502194 is investigating pump failures to restart. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15,b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10, d15 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15,b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10, d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15,b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10, d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction. Newly added a2: patient date of birth. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional information: - b5 desc evt problem: updated to include additional information received regarding a worn battery connector - h10 addt manufacturer for MDR: updated to include additional product(s) of an unknown battery related to the event additional products: d1: heartware ventricular assist system ¿ battery d4: model #: unk/ catalog #: unk/ expiration date: unk / serial #: unk UDI #: (B)(4). D9: no h4: mfg date: unk h5: no h6: patient ime code(s): e0119 h6: imf code(s): f02 h6: img code(s): g04034 h6: FDA device code(s): a04 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 additional information has been requested regarding the battery serial number of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a battery exhibited a worn battery connector.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Additional product: (B)(6). D9: yes return date: 2023-02-20.unknown battery h3:no h6:FDA method code(s): b15, b17 h6:FDA result code(s): c07 h6:FDA conclusion code(s): d11 updated product event summary: the ventricular assist device (vad) ((B)(6)), four (4) controllers ((B)(6)) were returned to medtronic; however, analysis could not be performed since the devices are subject to a legal hold. One (1) battery with an unknown serial number was not returned for evaluation. Review of controller log files revealed that (B)(6) was the patient's primary controller, initially in use at the time of the event. Log file analysis associated with (B)(6) revealed a controller power up event on 21/may/2021 at 13:04:11. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 84% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 4 minutes and 3 seconds. Five (5) additional controller power up events were logged on 21/may/2021 at 13:05:02, 13:05:40, 13:06:17, 13:08:00, and 13:10:34. A vad stopped alarm was then recorded at 13:10:55 due to a failure of the pump to restart after multiple attempts. After the losses of power, safety alert word (saw) values were recorded on the one (1) connected power source, indicating an overcurrent alert. It is likely that the overcurrent condition prevented the battery from providing power, resulting in losses of power to the controller. Several additional controller power up events, vad stopped alarms due to the failure of the pump to restart and a vad disconnect alarm, indicating a physical disconnection of the driveline from the controller, were logged between 13:11:24 and 13:19:44. Log file analysis associated with (B)(6) revealed a controller power up event on 21/may/2021 at 13:21:39. Review of the event log file revealed that, prior to the power up event, the controller last had power on 18/feb/2021, indicating that the power up event likely occurred during the reported controller exchange. Eleven (11) additional controller power up events were logged on 21/may/2021 from 13:22:32 to 13:32:39. A vad stopped alarm was then recorded at 13:33:01 due to a failure of the pump to restart after multiple attempts. After the losses of power, safety alert word (saw) values were recorded on one (1) of the connected power sources, indicating an overcurrent alert. It is likely that the overcurrent condition prevented the batteries from providing power, resulting in losses of power to the controller. Several additional controller power up events and vad stopped alarms due to the failure of the pump to restart were logged between 13:33:18 and 13:41:48. Log file analysis associated with (B)(6) revealed a controller power up event on 21/may/2021 at 13:11:14, followed by initial set up of the controller. Of note, a set date/time event was logged to update the date/time to 21/may/2021, 14:15:35. Ten (10) additional controller power up events were logged from 14:17:58 to 14:24:50. A vad stopped alarm was then recorded at 14:25:09 due to a failure of the pump to restart after multiple attempts. After the losses of power, a safety alert word (saw) value was recorded on one (1) of the connected power sources, indicating an overcurrent alert. It is likely that the overcurrent condition prevented the batteries from providing power, resulting in losses of power to the controller. Several additional controller power up events and vad stopped alarms due to the failure of the pump to restart were logged between 14:26:25 and 14:32:36. Log file analysis associated with (B)(6) was not performed since log files were not available for analysis. Visual evidence provided by the site revealed worn damage within the battery connector. As a result, the reported events were confirmed. The most likely root cause of the reported battery connector damage event may be attributed to wear and/or handling of the device. CAPA pr00405633 is investigating damage to power sources. Possible causes of the initial loss of power event associated with (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00544941 is investigating controller losses of power due to battery discharge overcurrent condition during pump start attempts. Based on the available information, the most likely root cause of the remaining controller power-up events can be attributed to troubleshooting of the controllers during the reported controller exchanges. The most likely root cause of the vad disconnect alarm can be attributed to the physical disconnection of the driveline from the controller, likely during the reported controller exchanges and troubleshooting. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after multiple attempts. Hw34932 is part of fca cvg-21-q3-21. CAPA pr00502194 is investigating pump failures to restart. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was hospitalized at a facility outside of the implanting center after a four (4) day history of fevers and feeling unwell. The patient was found to have a peripherally inserted central catheter (PICC) infection as well as chronic driveline infection. The patient had staphylococcus aureus septicemia and the PICC line was removed and the patient was transferred to the implanting center. An echocardiogram was done which demonstrated severely impaired left ventricular (lv) function and a closed aortic valve. Vad speed was at 2900 revolutions per minute (rpm) and flow was calculated at 5.1 liters per minute (l/min). There was no reported lv ejection fraction which was to be expected with the estimated vad flow and evidence by the aortic valve not opening during the cardiac cycle. A consult with the microbiologist was conducted and a positron emission tomography (pet) scan was ordered to confirm the source of sepsis and determine administration route of antibiotics upon discharge. As the patient was hospitalized and the controller had been in use for greater than two (2) years, a prophylactic exchange in a controller environment was planned. The patient reported being anxious about the exchange after previous discussions with the care team about the risk of failure to restart but consented. There were no alarms or issues reported with the controller. The vad nurse exchanged the primary controller and the vad failed to restart despite multiple maneuvers, attempts to reconnect and attempting different controllers. In a final effort to restart the vad a magnet was passed over the vad to attempt to override the restart sequence and this was also unsuccessful. The patient remained awake, oriented and hemodynamically stable despite the vad being stopped. Intravenous inotropic medications were initiated to reduce cardiac strain while the plan was being discussed. The patient was not a transplant candidate due to body mass index and human leukocyte antigens (hla) antibodies, an urgent vad exchange was not an option due to comorbidities and active infection and the decision was made to take the patient to the catheterization lab, occlude the outflow graft (ofg) to prevent retr ograde blood flow from the aorta to the left ventricle, and place an impella for temporary support. If the patient remained stable on temporary support, an exchange could be discussed. At the time the patient was taken to the catheterization lab, pulmonary edema began developing and the patient required intubation. The surgeon was unable to occlude the ofg after several attempts due to difficulty accessing the ofg tract. Due to rising lactate levels, hypotension and the patient being fully anticoagulated, further attempts to occlude the ofg were abandoned and the patient died a short time later. An autopsy was performed and the cause of death was listed as lvad pump failure, dilated cardiomyopathy and cardiogenic shock. It was further noted that it was the opinion of the coroner that the death was due to "recognized complications of a surgical procedure". It was additionally noted that the patient had previously accidentally disconnected the controller several times at home in the past and the vad restarted with no issues.

Manufacturer narrative:
### A supplemental report is being submitted for additional information. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that retrospective data file review conducted on patients no longer on ventricular assist device (vad) support on (B)(6) 2024 revealed multiple motor start events with parameters outside of the typical range. The vad is included in the subgroup 1 population for delay or failure to restart.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6), four (4) controllers (B)(6), were returned to medtronic; however, analysis could not be performed since the devices are subject to a legal hold. One (1) battery with an unknown serial number was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of controller log files revealed that con316457 was the patient's primary controller, initially in use at the time of the event. Log file analysis associated with (B)(6) revealed a controller power up event on (B)(6) 2021 at 13:04:11. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 84% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 4 minutes and 3 seconds. Five (5) additional controller power up events were logged on (B)(6) /2021 at 13:05:02, 13:05:40, 13:06:17, 13:08:00, and 13:10:34. A vad stopped alarm was then recorded at 13:10:55 due to a failure of the pump to restart after multiple attempts. After the losses of power, safety alert word (saw) values were recorded on the one (1) connected power source, indicating an overcurrent alert. It is likely that the overcurrent condition prevented the battery from providing power, resulting in losses of power to the controller. Several additional controller power up events, vad stopped alarms due to the failure of the pump to restart and a vad disconnect alarm, indicating a physical disconnection of the driveline from the controller, were logged between 13:11:24 and 13:19:44. Log file analysis associated with con316453 revealed a controller power up event on (B)(6) 2021 at 13:21:39. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2021, indicating that the power up event likely occurred during the reported controller exchange. Eleven (11) additional controller power up events were logged on (B)(6) 2021 from 13:22:32 to 13:32:39. A vad stopped alarm was then recorded at 13:33:01 due to a failure of the pump to restart after multiple attempts. After the losses of power, safety alert word (saw) values were recorded on one (1) of the connected power sources, indicating an overcurrent alert. It is likely that the overcurrent condition prevented the batteries from providing power, resulting in losses of power to the controller. Several additional controller power up events and vad stopped alarms due to the failure of the pump to restart were logged between 13:33:18 and 13:41:48. Log file analysis associated with con413101 revealed a controller power up event on (B)(6) 2021 at 13:11:14, followed by initial set up of the controller. Of note, a set date/time event was logged to update the date/time to (B)(6) 2021, 14:15:35. Ten (10) additional controller power up events were logged from 14:17:58 to 14:24:50. A vad stopped alarm was then recorded at 14:25:09 due to a failure of the vad to restart after multiple attempts. After the losses of power, a safety alert word (saw) value was recorded on one (1) of the connected power sources, indicating an overcurrent alert. It is likely that the overcurrent condition prevented the batteries from providing power, resulting in losses of power to the controller. Several additional controller power up events and vad stopped alarms due to the failure of the pump to restart were logged between 14:26:25 and 14:32:36. Log file analysis did not reveal any atypical motor start parameters. Log file analysis associated with (B)(6) was not performed since log files were not available for analysis. Visual evidence provided by the site revealed worn damage within the battery connector. As a result, the reported failure to restart, vad stop and battery connector damage events were confirmed. However, the reported atypical motor start parameters could not be confirmed. The most likely root cause of the reported battery connector damage event may be attributed to wear and/or handling of the device. CAPA pr00405633 is investigating damage to power sources. Possible causes of the initial loss of power event associated with con316457 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00544941 is investigating controller losses of power due to battery discharge overcurrent condition during pump start attempts. Based on the available information, the most likely root cause of the remaining controller power-up events can be attributed to troubleshooting of the controllers during the reported controller exchanges. The most likely root cause of the vad disconnect alarm can be attributed to the physical disconnection of the driveline from the controller, likely during the reported controller exchanges and troubleshooting. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after multiple attempts. (B)(6) is part of fca cvg-21-q3-21 (subgroup 1). CAPA pr00502194 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00502194, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d4: serial #: (B)(6), h3: yes d4: serial #: (B)(6), h3: yes, d4: serial #: (B)(6), h3: yes, d4: serial #: (B)(6), h3: yes d4: unk battery, h3: yes. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Additional products added: d1: heartware ventricular assist system ¿ controller cac adapter d4: model #: 1425/ catalog #: 1425/ expiration date: / serial or lot#: (B)(6) d9: yes h3: yes h4: mfg date: h5: no d1: heartware ventricular assist system ¿ battery d4: model #:1650 / catalog #:1650/ expiration date:31-may-2019 / serial or lot#: (B)(6) d9: yes h3: no h4: mfg date: 08-may-2018 h5: no d1: heartware ventricular assist system ¿ battery d4: model #:1650 / catalog #:1650/ expiration date:31-may-2019 / serial or lot#: (B)(6) d9: yes h3: no h4: mfg date: 08-may-2018 h5: no d1: heartware ventricular assist system ¿ battery d4: model #:1650 / catalog #:1650/ expiration date:31-may-2019 / serial or lot#: (B)(6) d9: yes h3: no h4: mfg date: 12-may-2018 h5: no d1: heartware ventricular assist system ¿ battery d4: model #:1650 / catalog #:1650/ expiration date:31-may-2019 / serial or lot#: (B)(6) d9: yes h3: no h4: mfg date: 14-may-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Updated product event summary: the ventricular assist device (vad) (B)(6), four (4) controllers ((B)(6)), four (4) batteries ((B)(6)), and one controller ac adapter (B)(6) were returned for evaluation. One (1) battery with an unknown serial number was not returned for evaluation. No performance allegations were made against the controller ac adapter. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the pump¿s manufacturing documentation confirmed that the associated device met all requirements for release. A review of the manufacturing documentation was not performed for the remaining devices as the reported event and associated analysis results are not related to a manufacturing or servicing issue. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the axial gap, front housing disc curvatures, and rear housing disc curvatures were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports. This is an additional finding not related to the reported event, likely due to the handling of the device. Failure analysis of (B)(6) revealed that the controllers passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection revealed that the inlet connector was inadequately inserted into the adapter. However, the adapter was able to provide power to a test controller during bench testing. Failure analysis of (B)(6) revealed that the batteries passed functional testing. Visual inspection revealed wear on the batteries' connectors. However, the observed damage did not affect the functionality of the devices; the batteries were still able to adequately connect to and provide power to a test controller. Internal visual inspection of the returned devices did not reveal any anomalies. Additionally, visual evidence provided by the site revealed wear to a battery connector. Log file analysis revealed that (B)(6) was the patient's primary controller, initially in use at the time of the event. Review of the controller log files associated with (B)(6) revealed a controller power up event on (B)(6) 2021 at 13:04:11. The data point recorded on the controller's internal log prior to the loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 83% relative state of charge (rsoc). The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 4 minutes and 3 seconds. Five (5) additional controller power up events were logged on (B)(6) 2021 at 13:05:02, 13:05:40, 13:06:17, 13:08:00, and 13:10:34. A vad stopped alarm was then recorded at 13:10:55 due to a failure of the pump to restart after multiple attempts. After the losses of power, safety alert word (saw) values were recorded on the one (1) connected power source, indicating an overcurrent alert. It is likely that the overcurrent condition prevented the battery from providing power, resulting in losses of power to the controller. Several additional controller power up events, vad stopped alarms due to the failure of the pump to restart and a vad disconnect alarm, indicating a physical disconnection of the driveline from the controller, were logged between 13:11:24 and 13:20:51. Review of the controller log files associated with (B)(6) revealed a controller power up event on (B)(6) 2021 at 13:21:39. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2021, indicating that the power up event likely occurred during the reported controller exchange. Eleven (11) additional controller power up events were logged on (B)(6) 2021 from 13:22:32 to 13:32:39. A vad stopped alarm was then recorded at 13:33:01 due to a failure of the pump to restart after multiple attempts. Several additional controller power up events and vad stopped alarms due to the failure of the pump to restart were logged between 13:33:18 and 13:41:48. Review of the controller log files associated with (B)(6) revealed a controller power up event on (B)(6)2021 at 13:11:14, followed by initial set up of the controller, indicating that the power up event likely occurred during a controller exchange. Of note, a set date/time event was logged to update the date/time to (B)(6)2021 at 14:15:35. Ten (10) additional controller power up events were logged from 14:17:58 to 14:24:50. A vad stopped alarm was then recorded at 14:25:09 due to a failure of the pump to restart after multiple attempts. After the losses of power, a safety alert word (saw) value was recorded on one (1) of the connected power sources, indicating an overcurrent alert. It is likely that the overcurrent condition prevented the batteries from providing power, resulting in losses of power to the controller. Several additional controller power up events and vad stopped alarms due to the failure of the pump to restart were logged between 14:26:25 and 14:32:36. Of note, review of the controllers' internal event log files revealed multiple disconnections of a controller ac adapter within the analyzed period. It is possible that the incorrect inlet connector insertion could have resulted in an intermittent connection, which may have contributed to the observed controller power up events. Review of the controller log files associated with (B)(6) revealed a controller power up event logged on (B)(6)2021 at 09:41:50. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6)2020. Of note, a set date/time event was logged to update the date/time to (B)(6)2021 at 14:42:12. Seven (7) additional controller power up events were logged between 14:45:11 and 16:09:44. However, the controller power up events were not associated with a motor start attempt event; there was no indication that the pump was ever in use with (B)(6), which was likely a backup controller. Furthermore, parameters such as patient ID and pump ID were not programmed on this controller. Log file analysis did not reveal any successful motor start events with atypical motor start parameters. However, it is likely that the reported ¿motor start events with parameters outside of the typical range¿ corresponds with the observed failed motor start events during the failures of the pump to restart. As a result, the reported event was confirmed. The most likely root cause of the reported battery connector damage event may be attributed to wear and/or the handling of the device. Based on the available information, the most likely root cause of the observed controller ac adapter inadequate connector insertion can be attributed, but not limited, to improper handling of the device. Possible root causes of the controller losses of power may be attributed, but not limited, to a disconnection of both power sources, troubleshooting of the pump failures to restart, including during the reported controller exchanges, and/or an intermittent connection due to the observed incorrect insertion of the ac adapter¿s inlet connector. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after multiple attempts. (B)(6) is part of fca cvg-21-q3-21 (subgroup1). Based on an investigation conducted under CAPA pr00502194, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. The most likely root cause of the observed vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller, likely during troubleshooting. CAPA pr00544941 is investigating controller losses of power due to battery discharge overcurrent condition during pump start attempts. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as the investigation summary was revised. Revised product event summary: the ventricular assist device (vad) (B)(6), four (4) controllers (B)(6), four (4) batteries (B)(6), and two (2) controller ac adapters (B)(6) were returned for evaluation. One (1) battery with an unknown serial number was not returned for evaluation. No performance allegations were made against the controller ac adapters. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the pump¿s manufacturing documentation confirmed that the associated device met all requirements for release. A review of the manufacturing documentation was not performed for the remaining devices as the reported event and associated analysis results are not related to a manufacturing or servicing issue. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the axial gap, front housing disc curvature, and rear housing disc curvature were found to be deviating from manufacturing specifications. However, the observed axial gap, front housing disc curvature, and rear housing disc curvature values do not compromise the performance of the pump and are not considered a failure of the device. Internal pathological report revealed no evidence of thrombus within the device. Review of the magnetic scanner system results revealed normal magnetic data. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports. This is an additional finding not related to the reported event, likely due to the handling of the device. Failure analysis of (B)(6) revealed that the controllers passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection revealed that the inlet connector was inadequately inserted into the adapter. However, the adapter was able to provide power to a test controller during bench testing. Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing; the controller ac adapter was able to adequately provide power to a test controller. Failure analysis of (B)(6) revealed that the batteries passed functional testing. Visual inspection revealed wear on the batteries' connectors. However, the observed damage did not affect the functionality of the devices; the batteries were still able to adequately connect to and provide power to a test controller. Internal visual inspection of the returned devices d ID not reveal any anomalies. Additionally, visual evidence provided by the site revealed wear to a battery connector. Log file analysis revealed that (B)(6) was the patient's primary controller, initially in use at the time of the event. Review of the controller log files associated with (B)(6) revealed a controller power up event on (B)(6) 2021 at 13:04:11. The data point recorded on the controller's internal log prior to the loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 83% relative state of charge (rsoc). The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 4 minutes and 3 seconds. Five (5) additional controller power up events were logged on (B)(6) 2021 at 13:05:02, 13:05:40, 13:06:17, 13:08:00, and 13:10:34. A vad stopped alarm was then recorded at 13:10:55 due to a failure of the pump to restart after multiple attempts. After the losses of power, safety alert word (saw) values were recorded on the one (1) connected power source, indicating an overcurrent alert. It is likely that the overcurrent condition prevented the battery from providing power, result ing in losses of power to the controller. Several additional controller power up events, vad stopped alarms due to the failure of the pump to restart and a vad disconnect alarm, indicating a physical disconnection of the driveline from the controller, were logged between 13:11:24 and 13:20:51. Review of the controller log files associated with (B)(6) revealed a controller power up event on (B)(6) 2021 at 13:21:39. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2021, indicating that the power up event likely occurred during the reported controller exchange. Eleven (11) additional controller power up events were logged on (B)(6) 2021 from 13:22:32 to 13:32:39. A vad stopped alarm was then recorded at 13:33:01 due to a failure of the pump to restart after multiple attempts. Several additional controller power up events and vad stopped alarms due to the failure of the pump to restart were logged between 13:33:18 and 13:41:48. Review of the controller log files associated with (B)(6) revealed a controller power up event on (B)(6) 2021 at 13:11:14, followed by initial set up of the controller, indicating that the power up event likely occurred during a controller exchange. Of note, a set date/time event was logged to update the dat e/time to (B)(6) 2021 at 14:15:35. Ten (10) additional controller power up events were logged from 14:17:58 to 14:24:50. A vad stopped alarm was then recorded at 14:25:09 due to a failure of the pump to restart after multiple attempts. After the losses of power, a safety alert word (saw) value was recorded on one (1) of the connected power sources, indicating an overcurrent alert. It is likely that the overcurrent condition prevented the batteries from providing power, resulting in losses of power to the controller. Several additional controller power up events and vad stopped alarms due to the failure of the pump to restart were logged between 14:26:25 and 14:32:36. Of note, review of the controllers' internal event log files revealed multiple disconnections of a controller ac adapter within the analyzed period. It is possible that the incorrect inlet connector insertion could have resulted in an intermittent connection, which may have contributed to the observed controller power up events. Review of the controller log files associated with (B)(6) revealed a controller power up event logged on (B)(6) 2021 at 09:41:50. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2020. Of note, a set date/time event was logged to update the date/time to (B)(6) 2021 at 14:42:12. Seven (7) additional controller power up events were logged between 14:45:11 and 16:09:44. However, the controller power up events were not associated with a motor start attempt event; there was no indication that the pump was ever in use with (B)(6), which was likely a backup controller. Furthermore, parameters such as patient ID and pump ID were not programmed on this controller. Log file analysis did not reveal any successful motor start events with atypical motor start parameters. However, it is likely that the reported ¿motor start events with parameters outside of the typical range¿ corresponds with the observed failed motor start events during the failures of the pump to restart. As a result, the reported event was confirmed. The most likely root cause of the reported battery connector damage event may be attributed to wear and/or the handling of the device. Based on the available information, the most likely root cause of the observed controller ac adapter inadequate connector insertion can be attributed, but not limited, to improper handling of the device. Possible root causes of the controller losses of power may be attrib uted, but not limited, to a disconnection of both power sources as described in the event details, troubleshooting of the pump failures to restart, including during the reported controller exchanges, and/or an intermittent connection due to the observed incorrect insertion of the ac adapter¿s inlet connector. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after multiple attempts. (B)(6) is part of fca cvg-21-q3-21 (subgroup1). Based on an investigation conducted under CAPA pr00502194, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. The most likely root cause of the observed vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller, likely during troubleshooting. CAPA pr00544941 is investigating controller losses of power due to battery discharge overcurrent condition during pump start attempts. Based on the available information, the device may have caused or contributed to the reported event. Of note, information provided by the site indicated that the patient's cause of death was due to lvad pump failure, dilated cardiomyopathy and cardiogenic shock. Per the instructions for use, worsening heart failure, driveline infection, sepsis, respiratory dysfunction, syncope and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events, it was noted that the patient had a history of driveline infection and respiratory dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ controller 2.0, model #: unk / catalog #: unk / expiration date: unk / serial #: unk, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Device manufacture date: unk. Labeled for single use: no. (B)(4). Additional information has been requested regarding the controller serial number, but it was not available at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was exchanged, and the ventricular assist device (vad) failed to restart despite multiple attempts. The patient's blood pressure began to fall, the patient became unwell and lost consciousness. Short-term mechanical support was attempted but unsuccessful, and the patient subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted as the investigation summary was revised. Product event summary: the ventricular assist device (vad) (B)(6), four (4) controllers (B)(6), four (4) batteries (B)(6), and one (1) controller ac adapter (B)(6) were returned for evaluation. One (1) battery with an unknown serial number was not returned for evaluation. No performance allegations were made against the controller ac adapter. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the pump¿s manufacturing documentation confirmed that the associated device met all requirements for release. A review of the manufacturing documentation was not performed for the remaining devices as the reported event and associated analysis results are not related to a manufacturing or servicing issue. Failure analysis of the returned pump revealed that the device passed visual examination, dimensional verification and functional testing; there were no anomalies that could compromise the performance of the pump. Internal pathological report revealed no evidence of thrombus within the device. Review of the magnetic scanner system results revealed normal magnetic data. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports. This is an additional finding not related to the reported event, likely due to the handling of the device. Failure analysis of (B)(6) revealed that the controllers passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection revealed that the inlet connector was inadequately inserted into the adapter. However, the adapter was able to provide power to a test controller during bench testing. Failure analysis of (B)(6) revealed that the batteries passed functional testing. Visual inspection revealed wear on the batteries' connectors. However, the observed damage did not affect the functionality of the devices; the batteries were still able to adequately connect to and provide power to a test controller. Internal visual inspection of the returned devices did not reveal any anomalies. Additionally, visual evidence provided by the site revealed wear to a battery connector. Log file analysis revealed that (B)(6) was the patient's primary controller, initially in use at the time of the event. Review of the controller log files associated with (B)(6) revealed a controller power up event on 21/may/2021 at 13:04:11. The data point recorded on the controller's internal log prior to the loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 83% relative state of charge (rsoc). The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 4 minutes and 3 seconds. Five (5) additional controller power up events were logged on 21/may/2021 at 13:05:02, 13:05:40, 13:06:17, 13:08:00, and 13:10:34. A vad stopped alarm was then recorded at 13:10:55 due to a failure of the pump to restart after multiple attempts. After the losses of power, safety alert word (saw) values were recorded on the one (1) connected power source, indicating an overcurrent alert. It is likely that the overcurrent condition prevented the battery from providing power, resulting in losses of power to the controller. Several additional controller power up events, vad stopped alarms due to the failure of the pump to restart and a vad disconnect alarm, indicating a physical disconnection of the driveline from the controller, were logged between 13:11:24 and 13:20:51. Review of the controller log files associated with (B)(6) revealed a controller power up event on 21/may/2021 at 13:21:39. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2021, indicating that the power up event likely occurred during the reported controller exchange. Eleven (11) additional controller power up events were logged on 21/may/2021 from 13:22:32 to 13:32:39. A vad stopped alarm was then recorded at 13:33:01 due to a failure of the pump to restart after multiple attempts. Several additional controller power up events and vad stopped alarms due to the failure of the pump to restart were logged between 13:33:18 and 13:41:48. Review of the controller log files associated with (B)(6) revealed a controller power up event on 21/may/2021 at 13:11:14, followed by initial set up of the controller, indicating that the power up event likely occurred during a controller exchange. Of note, a set date/time event was logged to update the date/time to 21/may/2021 at 14:15:35. Ten (10) additional controller power up events were logged from 14:17:58 to 14:24:50. A vad stopped alarm was then recorded at 14:25:09 due to a failure of the pump to restart after multiple attempts. After the losses of power, a safety alert word (saw) value was recorded on one (1) of the connected power sources, indicating an overcurrent alert. It is likely that the overcurrent condition prevented the batteries from providing power, resulting in losses of power to the controller. Several additional controller power up events and vad stopped alarms due to the failure of the pump to restart were logged between 14:26:25 and 14:32:36. Of note, review of the controllers' internal event log files revealed multiple disconnections of a controller ac adapter within the analyzed period. It is possible that the incorrect inlet connector insertion could have resulted in an intermittent connection, which may have contributed to the observed controller power up events. Review of the controller log files associated with (B)(6) revealed a controller power up event logged on 21/may/2021 at 09:41:50. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2020. Of note, a set date/time event was logged to update the date/time to 21/may/2021 at 14:42:12. Seven (7) additional controller power up events were logged between 14:45:11 and 16:09:44. However, the controller power up events were not associated with a motor start attempt event; there was no indication that the pump was ever in use with (B)(6), which was likely a backup controller. Furthermore, parameters such as patient ID and pump ID were not programmed on this controller. Log file analysis did not reveal any successful motor start events with atypical motor start parameters. However, it is likely that the reported ¿motor start events with parameters outside of the typical range¿ corresponds with the observed failed motor start events during the failures of the pump to restart. As a result, the reported event was confirmed. The most likely root cause of the reported battery connector damage event may be attributed to wear and/or the handling of the device. Based on the available information, the most likely root cause of the observed controller ac adapter inadequate connector insertion can be attributed, but not limited, to improper handling of the device. Possible root causes of the controller losses of power may be attributed, but not limited, to a disconnection of both power sources as described in the event details, troubleshooting of the pump failures to restart, including during the reported controller exchanges, and/or an intermittent connection due to the observed incorrect insertion of the ac adapter¿s inlet connector. CAPA: pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after multiple attempts. (B)(6) is part of fca cvg-21-q3-21 (subgroup1). Based on an investigation conducted under CAPA: pr00502194, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. The most likely root cause of the observed vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller, likely during troubleshooting. CAPA: pr00544941 is investigating controller losses of power due to battery discharge overcurrent condition during pump start attempts. Based on the available information, the device may have caused or contributed to the reported event. Of note, information provided by the site indicated that the patient's cause of death was due to lvad pump failure, dilated cardiomyopathy and cardiogenic shock. Per the instructions for use, worsening heart failure, driveline infection, sepsis, respiratory dysfunction, syncope and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events, it was noted that the patient had a history of driveline infection and respiratory dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.